Event description:
While removing stopper from the tube, the tube broke. The technician was cut on the thumb. The technician was wearing gloves, and the wound was cleaned. No medical treatment was given. Baseline testing was given to pt and user.